Event description:
Pt underwent an injection of restylane in 2004 to the nasolabial folds and vermilion borders. Wihtin 30 minutes post injection, the pt developed a severe headache, nausea, swelling of lips four times normal size, redness at injection sites, and the sensation of being unable to move. The severity of the headache was a "10", on a scale of 1-10, with 10 being the worst. The pt stated that the intense pain of their headache caused them to feel nauseous. Pt has no history of headaches or nausea, and considers self to be healthy. These symptoms resolved five hours later. The swelling of their lips caused them to look like raw meat, and resolved 2 days later. The redness at the injection sites around the nose and mouth remain. The lot number is 7034 and the expiration date is august 2005. Pt was evaluated by their physician a mo later, and was prescribed cortisol 1% cream. As of 2 days later, this medication has improved the redness at the injection sites. The severity of headache in the labeling is unspecified. There is insufficient info to determine if this was a case of migraine, which is a labeled event.